Event description:
It was reported that a dexcom g7 cgm intermittently failed to connect to the ilet, which led to dosing suspension until a blood glucose value was entered and the ilet was restarted to allow pairing, and the user subsequently received a replace sensor alert and replaced the sensor with transfer to the cgm partner for support. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with the device components implicated in electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.